Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pelvic itching') in a foetus female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo an essure confirmation test.". On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced abdominal pain ("abdominal pain"), back pain ("back pain/low back pain"), mood altered ("hormonal changes/hormonal changes describe: mood changes"), nausea ("nausea"), alopecia ("hair loss"), migraine ("migraines / headaches"), anorgasmia ("no orgasm") and vulvovaginal pain ("vaginal pain") and was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping"). In (B)(6) 2012, the patient experienced abdominal pain upper ("stomach pain"). In (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge"). In 2012, the patient experienced urinary tract disorder ("bladder/urinary problems or changes/ frequent urination") and pollakiuria ("bladder or urinary problem-frequent urination"). In 2013, the patient experienced dyspareunia ("dyspareunia"), vulvovaginal pruritus ("vaginal itching/ pelvic burning"), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia") and vulvovaginal burning sensation ("vaginal burning"). In 2015, the patient experienced fatigue ("fatigue"), night sweats ("hormonal changes/hormonal changes describe: night sweats") and loss of libido ("no urge for sex/ hormonal changes describe: low sex drive"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("allergy: nickel"), psychological trauma ("psych injury") and pruritus ("pelvic itching"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, back pain and abdominal pain upper was resolving, the abdominal pain, allergy to metals, mood altered, dyspareunia, anorgasmia, vulvovaginal pain and urinary tract disorder had not resolved, the dysmenorrhoea, fatigue, nausea, weight increased, night sweats, vulvovaginal pruritus, alopecia, migraine, vaginal discharge and loss of libido had resolved and the psychological trauma, vaginal haemorrhage, menorrhagia, vulvovaginal burning sensation, pollakiuria and pruritus outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, allergy to metals, alopecia, anorgasmia, back pain, dysmenorrhoea, dyspareunia, fatigue, loss of libido, menorrhagia, migraine, mood altered, nausea, night sweats, pelvic pain, pollakiuria, pruritus, psychological trauma, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vulvovaginal burning sensation, vulvovaginal pain, vulvovaginal pruritus and weight increased to be related to essure. The reporter commented: she received treatment for pain- dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain and back pain. Date(s) of insertion: (B)(6) 2011 and (B)(6) 2012 (discrepancy noted as per ppf). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2011: essure confirmation test(s) (unspecified) result- bilateral occlusion; in (B)(6) 2011: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jan-2020: pfs received. Events: outcomes were updated: dysmenorrhea , fatigue, hair loss , migraine , nausea , vaginal discharge , vaginal itching and weight gain to recovered. Pelvic pain to recovering. Lab data were added. New event added:pelvic itching. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('a portion of the coiled segment is embedded in the fallopian tube./ -essure coil identified') and pelvic pain ('pelvic pain/ pelvic itchning') in a foetus female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo an essure confirmation test.". The patient's medical history included nickel sensitivity, hypertension, c-section and parity 3. Concurrent conditions included blood pressure high, multi gravida and hemostasis. Concomitant products included hydrochlorothiazide and methylphenidate hydrochloride (concerta). On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced abdominal pain ("abdominal pain"), back pain ("back pain/low back pain"), mood altered ("hormonal changes/hormonal changes describe: mood changes"), nausea ("nausea"), alopecia ("hair loss"), migraine ("migraines / headaches"), anorgasmia ("no orgasm") and vulvovaginal pain ("vaginal pain") and was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping"). In (B)(6) 2012, the patient experienced abdominal pain upper ("stomach pain"). In (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge"). In 2012, the patient experienced urinary tract disorder ("bladder/urinary problems or changes/ frequent urination") and pollakiuria ("bladder or urinary problem-frequent urination"). In 2013, the patient experienced dyspareunia ("dyspareunia"), vulvovaginal pruritus ("vaginal itching/ pelvic burning"), vaginal haemorrhage ("abnormal bleeding vaginal"), heavy menstrual bleeding ("menorrhagia") and vulvovaginal burning sensation ("vaginal burning"). In 2015, the patient experienced fatigue ("fatigue"), night sweats ("hormonal changes/hormonal changes describe: night sweats") and loss of libido ("no urge for sex/ hormonal changes describe: low sex drive"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("allergy: nickel"), psychological trauma ("psych injury") and pruritus ("pelvic itching"). The patient was treated with surgery (bilateral salpingectomy and diagnostic laparoscopy and laparoscopic salpingectomy,). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device, psychological trauma, vaginal haemorrhage, heavy menstrual bleeding, vulvovaginal burning sensation, pollakiuria and pruritus outcome was unknown, the pelvic pain, back pain and abdominal pain upper was resolving, the abdominal pain, allergy to metals, mood altered, dyspareunia, anorgasmia, vulvovaginal pain and urinary tract disorder had not resolved and the dysmenorrhoea, fatigue, nausea, weight increased, night sweats, vulvovaginal pruritus, alopecia, migraine, vaginal discharge and loss of libido had resolved. The reporter considered abdominal pain, abdominal pain upper, allergy to metals, alopecia, anorgasmia, back pain, dysmenorrhoea, dyspareunia, embedded device, fatigue, heavy menstrual bleeding, loss of libido, migraine, mood altered, nausea, night sweats, pelvic pain, pollakiuria, pruritus, psychological trauma, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vulvovaginal burning sensation, vulvovaginal pain, vulvovaginal pruritus and weight increased to be related to essure. The reporter commented: she received treatment for pain- dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain and back pain. Date(s) of insertion: (B)(6) 2011 and (B)(6) 2012, (B)(6) 2011 (discrepancy noted as per ppf) discrepancy noted in date of insertion (B)(6) 2010 and date of removal (B)(6) 2019 in previous case and in this follow insertion date (B)(6) 2020 and removal (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2011: essure confirmation test(s) (unspecified) result- bilateral occlusion; in (B)(6) 2011: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: -embedded device. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample. Most recent follow-up information incorporated above includes: on 29-apr-2021: medical record received: reporter information, medical history and new event: a portion of the coiled segment is embedded in the fallopian tube were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pelvic itchning') in a foetus female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo an essure confirmation test." On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced abdominal pain ("abdominal pain"), back pain ("back pain/low back pain"), mood altered ("hormonal changes/hormonal changes describe: mood changes"), nausea ("nausea"), alopecia ("hair loss"), migraine ("migraines / headaches"), anorgasmia ("no orgasm") and vulvovaginal pain ("vaginal pain") and was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping"). In (B)(6) 2012, the patient experienced abdominal pain upper ("stomach pain"). In (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge"). In 2012, the patient experienced urinary tract disorder ("bladder/urinary problems or changes/ frequent urination") and pollakiuria ("bladder or urnary problem-frequent urination"). In 2013, the patient experienced dyspareunia ("dyspareunia"), vulvovaginal pruritus ("vaginal itching/ pelvic burning"), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia") and vulvovaginal burning sensation ("vaginal burning"). In 2015, the patient experienced fatigue ("fatigue"), night sweats ("hormonal changes/hormonal changes describe: night sweats") and loss of libido ("no urge for sex/ hormonal changes describe: low sex drive"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("allergy: nickel"), psychological trauma ("psych injury") and pruritus ("pelvic itching"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, back pain and abdominal pain upper was resolving, the abdominal pain, allergy to metals, mood altered, dyspareunia, anorgasmia, vulvovaginal pain and urinary tract disorder had not resolved, the dysmenorrhoea, fatigue, nausea, weight increased, night sweats, vulvovaginal pruritus, alopecia, migraine, vaginal discharge and loss of libido had resolved and the psychological trauma, vaginal haemorrhage, menorrhagia, vulvovaginal burning sensation, pollakiuria and pruritus outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, allergy to metals, alopecia, anorgasmia, back pain, dysmenorrhoea, dyspareunia, fatigue, loss of libido, menorrhagia, migraine, mood altered, nausea, night sweats, pelvic pain, pollakiuria, pruritus, psychological trauma, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vulvovaginal burning sensation, vulvovaginal pain, vulvovaginal pruritus and weight increased to be related to essure. The reporter commented: she received treatment for pain- dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain and back pain. Date(s) of insertion: (B)(6) 2011 and (B)(6) 2012 (discrepancy noted as per ppf). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2011: essure confirmation test(s) (unspecified) result- bilateral occlusion; in (B)(6) 2011: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pelvic itchning') in a foetus female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo an essure confirmation test.". On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced abdominal pain ("abdominal pain"), back pain ("back pain/low back pain"), mood altered ("hormonal changes/hormonal changes describe: mood changes"), nausea ("nausea"), alopecia ("hair loss"), migraine ("migraines / headaches"), anorgasmia ("no orgasm") and vulvovaginal pain ("vaginal pain") and was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping"). In (B)(6) 2012, the patient experienced abdominal pain upper ("stomach pain"). In (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge"). In 2012, the patient experienced urinary tract disorder ("bladder/urinary problems or changes/ frequent urination") and pollakiuria ("bladder or urnary problem-frequent urination"). In 2013, the patient experienced dyspareunia ("dyspareunia"), vulvovaginal pruritus ("vaginal itching/ pelvic burning"), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia") and vulvovaginal burning sensation ("vaginal burning"). In 2015, the patient experienced fatigue ("fatigue"), night sweats ("hormonal changes/hormonal changes describe: night sweats") and loss of libido ("no urge for sex/ hormonal changes describe: low sex drive"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("allergy: nickel") and psychological trauma ("psych injury"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, psychological trauma, vaginal haemorrhage, menorrhagia, vulvovaginal burning sensation and pollakiuria outcome was unknown, the abdominal pain, dysmenorrhoea, allergy to metals, mood altered, nausea, weight increased, dyspareunia, vulvovaginal pruritus, alopecia, migraine, anorgasmia, vulvovaginal pain and urinary tract disorder had not resolved, the back pain and abdominal pain upper was resolving and the fatigue, night sweats, vaginal discharge and loss of libido had resolved. The reporter considered abdominal pain, abdominal pain upper, allergy to metals, alopecia, anorgasmia, back pain, dysmenorrhoea, dyspareunia, fatigue, loss of libido, menorrhagia, migraine, mood altered, nausea, night sweats, pelvic pain, pollakiuria, psychological trauma, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vulvovaginal burning sensation, vulvovaginal pain, vulvovaginal pruritus and weight increased to be related to essure. The reporter commented: she received treatment for pain- dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain and back pain. Date(s) of insertion: (B)(6) 2011 and (B)(6) 2012 (discrepancy noted as per ppf). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2011: essure confirmation test(s) (unspecified) result- bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-nov-2019: plaintiff fact sheet received. Event outcome of fatigue, low sex drive, night sweats, vaginal discharge was changed to ¿recovered/resolved¿ and event back pain was changed to ¿recovering/resolving¿. Events: abnormal bleeding vaginal, menorrhagia, vaginal burning, bladder disorder-frequent urination, stomach pain and she didn¿t undergo an essure confirmation test were newly added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced abdominal pain ("abdominal pain"), back pain ("back pain/low back pain"), dysmenorrhoea ("dysmenorrhea (cramping"), bladder disorder ("bladder/urinary problems or changes"), fatigue ("fatigue"), mood altered ("hormonal changes/hormonal changes describe: mood changes"), nausea ("nausea"), dyspareunia ("dyspareunia"), night sweats ("hormonal changes/hormonal changes describe: night sweats"), vulvovaginal pruritus ("vaginal itching"), alopecia ("hair loss"), migraine ("migraines / headaches"), vaginal discharge ("vaginal discharge"), loss of libido ("no urge for sex"), anorgasmia ("no orgasm") and vulvovaginal pain ("vaginal pain") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("allergy: nickel"), psychological trauma ("psych injury") and urinary tract disorder ("bladder/urinary problems or changes"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and psychological trauma outcome was unknown and the abdominal pain, back pain, dysmenorrhoea, allergy to metals, bladder disorder, fatigue, mood altered, nausea, weight increased, dyspareunia, night sweats, vulvovaginal pruritus, alopecia, migraine, vaginal discharge, loss of libido, anorgasmia, vulvovaginal pain and urinary tract disorder had not resolved. The reporter considered abdominal pain, allergy to metals, alopecia, anorgasmia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, loss of libido, migraine, mood altered, nausea, night sweats, pelvic pain, psychological trauma, urinary tract disorder, vaginal discharge, vulvovaginal pain, vulvovaginal pruritus and weight increased to be related to essure. The reporter commented: she received treatment for pain- dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic/ abdominal, back, date(s) of insertion: (B)(6) 2011(discrepancy noted as per ppf). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2011: essure confirmation test(s) (unspecified). Result- bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: pfs and mr received: events hormonal changes pt was updated to mood changes and night sweats. New events allergic or hypersensitivity reaction type:vaginal itching; bladder or urinary problems or changes; migraines / headaches, vaginal discharge; fatigue, no urge for sex and no orgasm; hair loss added. Lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping"), allergy to metals ("allergy: nickel"), psychological trauma ("psych injury"), bladder disorder ("bladder/urinary problems bladder problems"), fatigue ("fatigue"), nausea ("nausea") and dyspareunia ("dyspareunia") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea, allergy to metals, psychological trauma, bladder disorder, fatigue, hormone level abnormal, nausea and weight increased outcome was unknown. The reporter considered abdominal pain, allergy to metals, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, nausea, pelvic pain, psychological trauma and weight increased to be related to essure. The reporter commented: she received treatment for pain- dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), pelvic/ abdominal, back. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: new pfs received- event ¿ injury¿ replaced with new events pain: dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), pelvic/ abdominal, back, allergy: nickel, psych injury, bladder/urinary problems: bladder problems, other injuries/symptoms: fatigue, hormonal changes, nausea, weight gain. Product indication was updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.